Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months due to a perivalvular leak caused by perivalvular abscess. No additional details were provided.

Manufacturer narrative:
A copy of the operative report was provided which indicates the patient having extensive adhesions of all surfaces of the heart. There was a ring abscess involving about three-quarters of the annulus of the aortic valve. There was a large perivalvular leak and vegetations on the underside of the valve. It was necessary to reconstruct about the annular abscess area after debridement with pericardium. Pre-procedure, tee showed the patient having severe aortic insufficiency with a periannular abscess and an ejection fraction of about 40% to 50%. After completion of the procedure, inspection of the new edwards valve revealed it was functioning nicely without any perivalvular leaks.

Manufacturer narrative:
(B)(4): perivalvular abscess. Device not returned. Additional information regarding the event (e.g. Operative report, discharge summary) was also requested; however, it has yet to be provided. Unfortunately, the edwards device was also not returned for analysis; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible at this time.